Event description:
Patient reported left rupture. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, opening on posterior side assessed as surgical impact opening. (Shell thickness was within specification). Additional observations: ¿ crease fold observed. ¿ wear abrasion observed. ¿ stress marks observed. No further actions are required as the device was implanted.

Event description:
Patient reported left rupture. The device was explanted and replaced.

Manufacturer narrative:
Health effect - impact code: f2203 - imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left rupture. The device was explanted and replaced.